Event description:
Rptr noted that following a software upgrade they had four posterior capsule tears out of 25 cases over three days with two surgeons. Units have been used since without problem. The pt did not require a vitrectomy, and iol was implanted.